Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty arthroplasty surgical using the robotic arm interactive orthopedic system (rio). During the case, the burr motor overheated. The backup burr motor was also unavailable during the same case. The procedure was successfully completed with a third burr motor and there was no harm to the patient.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor does not turn on at all. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding turn on failure of p/n 110940 s/n: (B)(4). There have been no other events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the device was evaluated per (B)(4)anspach emax 2 plus burr motor and the reported event was not confirmed.

Event description:
The surgeon was performing a makoplasty arthoplasty surgical using the robotic arm interactive orthopedic system (rio). During the case, the burr motor overheated. The backup burr motor was also unavailable during the same case. The procedure was successfully completed with a third burr motor and there was no harm to the patient.